Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured occurred. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with an nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. There was blood in the lumen. There were numerous hypotube kinks. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to nominal pressure. Water started to leak from the balloon. Microscopic inspection of the markerband revealed a pinhole 7mm from the tip of the device. Microscopic inspection found no irregularities with the bond of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with an nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.